Event description:
It was reported that during an appendectomy procedure, the device was used on the mesocolon, and then was used to transect the base of the appendix. The device fired, cut and formed staples on the specimen side. However, the staples on the patient side did not form and the cecum was left open by the stapler. The patient had to be opened and procedure changed from laparoscopic to open appendectomy.